Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (age and weight unk) in 2008. According to the complainant, "the cut wire broke free from the tip of the tome in the first part of the case." A second autotome rx sphincterotome was used to complete the procedure. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed a burnt and broken cutting wire; and, a burnt and deformed distal end of the extrusion. The physical condition of the wire indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A search of the complaint database identified one other complaint for this lot (for an unrelated issue - misorientation).